Manufacturer narrative:
Based on review of the file, this report was updated from serious injury to malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, the needle did not disengage into the patient cavity. The procedure was converted to open due to the patient's anatomy, and the conversion was not a result of the device issue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic cholecystectomy procedure. The procedure was converted to open. The needle broke at the point where the needle holder holds the needle. In order to resolve the issue and complete the case, a suture knot was tied. An additional new suture was used without issue. The patient outcome is alive, no injury.